Event description:
During spring wire guide insertion, the physician felt resistance, so the wire was removed. The physician found it kinked and unraveled. The tip (about 2.5 cm long) of the wire was broken and left inside the patient's body. A new wire was used for a second attempt, but also kinked (captured in report# 3006425876-2022-00523). The cvc insertion was not completed. Surgery was performed to retrieve the broken wire tip. The patient was reported to be resting and later transferred to another hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer supplied three photos showing a cvc kit, two guide wire assemblies, and a defective guide wire. Visual analysis revealed one guide wire is defective while the other appears normal. The defective guide wire was severely unraveled/separated. A device history record review was performed and no relevant findings were identified. A probable cause of the guide wire unraveling/separating cannot be determined from the photos and without the sample to evaluate. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
During spring wire guide insertion, the physician felt resistance, so the wire was removed. The physician found it kinked and unraveled. The tip (about 2.5 cm long) of the wire was broken and left inside the patient's body. A new wire was used for a second attempt, but also kinked (captured in report# 3006425876-2022-00523). The cvc insertion was not completed. Surgery was performed to retrieve the broken wire tip. The patient was reported to be resting and later transferred to another hospital.